Event description:
Customer reported that an incorrect all day sling size was used and this sling was not part of the residents' care plan. Transfer was performed from chair to bed. The caregiver did not use head stiffeners which support patient head. During the transfer the caregiver pulled up head part of sling to support resident's head. When the lift was raised the resident slipped out of the sling and onto the floor. Resident was taken to the hospital where he was treated and released back to the facility. Resident received several stitches on the back of the head.